Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. Low reservoir alarm wasn't verified due to keypad anomaly. The device had minor scratches on the display window, cracked case at display window corner, cracked reservoir, and cracked lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't responding properly. She was changing the reservoir and the buttons weren't responding no alarms have occurred. The customer didn't know his blood glucose level. Customer didn't recall any significant event which may have caused the keypad issues. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.